Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the two stations were in disconnected mode. A technical support specialist (tss) updated and rebooted the stations and requested confirmation from the user to verify whether the stations remained in disconnected mode. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es med station was in disconnected mode and users were unable to log in. The customer stated the issue began after 6:50 am, as the station was functioning normally during a count conducted at that time. The station appeared online in remote smart service; however, a reboot was performed and the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.